Manufacturer narrative:
On 5/23/2019, device migration code was removed because per clinician assessment the capsular contracture caused the implant to sit higher. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/2/2019, during evaluation of the sample a crease was observed on the anterior view. No other anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient had undergone removal and replacement with a gel mentor memorygel breast implant 400cc on (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/9/19, a manufacturing record evaluation (mre) was performed for the finished device number 6970655, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and device migration. Concomitant products: a gel mentor memorygel breast implant 400cc , catalog number 3504004bc, serial number (B)(4), lot number 7585488. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 400cc and experienced right breast implant capsular contracture baker grade IV and the right implant sits higher than the left implant. As a result, the patient will undergo removal on (B)(6) 2019.